Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received, and a visual inspection noted the device to be in very good conditions, as it was a brand-new device. It was further noted that the customer had received an english manual, and this was an international device confirming the customer complaint. Also, on the visual inspection and electrical safety test the penultimate digit from the serial number could have been confused. A functional test was performed, and the temperature was stable and in the range all the time and the device was fully functional. A device history record (DHR) review noted this was an international model and not the swedish model therefore, the unit was properly packaged per manufacturing bill of materials (bom). However, confirmed customer's perception of mismatching serial number on the visual inspection and electrical safety test form as an entry error from the operator. Notification was sent to manufacturing. The rest of the test form displayed the correct serial number. The regional manager from sweden was inform about this problem.

Event description:
It was reported that the swedish user manual was missing upon receipt of a hotline fluid warmer. A "visual inspection and electrical safety test" manual was received, however it "appears" to belong to a different device serial number. No patient was involved.

Manufacturer narrative:
UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.